Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer's representative (rep) reported the consumer had lack of coverage on the left side of their body. It was unknown what could have caused this. As a result the lead was replaced on (B)(6) 2016. Following this the consumer had left and right sided coverage, and the issue was resolved. Relevant medical history includes lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.